Event description:
It was reported that the lead impedance was 270 ohms bipolar and 264 ohms unipolar. It was also reported the threshold had been programmed to 4.0v in the past, but was currently 1.25v. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.